Event description:
It was reported that on (B)(6) 2013 the subject presented with a myocardial infarction (mi) and experienced ongoing chest pain. During the procedure of the proximal left anterior descending (lad) artery and the first diagonal (d1) artery the 3.0 x 23 mm xience prime stent delivery system (sds) was implanted with 1 inflation at 10 atmosphere (atm) for 30 seconds. A 3.0 x 15 mm non-abbott non-compliant balloon dilatation catheter (bdc) was used for 2 inflations at 12 atm for 15 seconds each for post-dilatation. Good stent apposition was confirmed using intravascular ultrasound (ivus). There was no treatment to d1 as good blood flow was observed; the procedure was completed without a reported issue. The subject was expected to be discharged on (B)(6) 2013. On (B)(6) 2013, due to onging chest pain, a pre-discharge angiography using a brachial artery access site was performed. Using intravascular ultrasound (ivus) and optical computed tomography (oct) in-stent thrombosis was confirmed. Additionally, oct revealed that one stent strut of the implant was lifted. The access site was changed to the radial artery for a percutaneous coronary procedure. The thrombus and the stent strut were treated with a 3.5 x 12 mm nc trek bdc. The subjects condition was noted as recovered and the subject was discharged on (B)(6) 2013. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: other: heparin. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.